Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple motor errors, buttons some times hard to pushed and insulin pump prime. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had rewound was loud while priming and would shoot out every once in awhile. The insulin pump will not be returned for analysis.